Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that controller was switching between power sources with six batteries early power switching. There was no reported patient injury related to this event. The batteries and controller were taken out of use and new equipment was issued to the patient. The controller and batteries were returned to the manufacturer and evaluated. The controller passed visual inspection and functional testing; however, review of the log file unofficially confirmed the reported event. All batteries passed visual inspection and functional testing however, the reported event (battery switching) was confirmed via log analysis. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Z-1917-2015. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of the controller. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device maintenance; additional guidelines instruct the user on how to detect and react to a controller malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is five of seven reports (3007042319-2015-03934, 2015-03935, 2015-03936, 2015-03937, 2015-03938, 2015-03939 and 3007042319-2015-03940) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the patient experienced power switching with all the batteries. There was no reported patient injury as a result of this event. The controller log files were sent to the manufacturer for analysis. A manufacturer's representative recommended to exchange the two batteries and controller. Six batteries and the controller were returned to the manufacturer for analysis.